Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of peritonitis in a patient coincident with dianeal unknown and dianeal pd4 ambuflex therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient had a blood transfusion for an unknown indication. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital to a long term care facility. On (B)(6) 2012, the patient was discharged home from the long term care facility. The patient recovered from the peritonitis. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this event. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd889501. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.